Manufacturer narrative:
MDR 3003442380-2024-01725 - device 5 of 5.

Event description:
Unomedical reference no.(B)(4). Event occurred in the united states it was reported that five infusion set fell off from body during use. Patient replaced infusion set and resumed insulin successfully. No further information available.